Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that the packaging had been opened and the sponge was outside the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6 and h10. H10: the remaining samples were not available; therefore a device analysis could not be completed for those samples. Additional visual inspection of the packaging revealed evidence it was manipulated and presented perforations in the foil, which potentially caused the sponge with povidone-iodine to dry up and be found outside the stopper. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge of twelve (12) minicaps were fully separated from the cap and stuck to the base of their packaging. This was noticed before use for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.